Event description:
It was reported that the md inserted the sheath via the femoral artery. The iab was not zeroed prior to insertion. After inserting the iab & connecting it to the pump, the pump emitted "cal key missing or corrupt" alarms. The fos was "ok". The catheter & sheath were removed as one unit. Another arrow iab was inserted without difficulties. There were no reported pt complications. The sales rep. Checked the pump and tested his sample catheter & pump "worked without problems."

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.